Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm prime rewind. Customer's blood glucose at time of incident was 100 mg/dl. The customer stated insulin is squirting out during the manual prime. The customer stated they are receiving a compromised force sensor alarm. The customer stated the drive support cap appears normal. The customer was advised that we are sending replacement pump. The customer was asked verbally and in written form to return broken pump for analysis.

Manufacturer narrative:
The pump passed the self-test, unexpected restart, displacement, rewind and off no power tests. The pump alarmed motor error during the basic occlusion test due to a loose/protruded drive support disk. Unable to verify the compromised force sensor system alarm due to the motor error alarms. Unable to perform the occlusion, prime or excessive no delivery alarm tests due to the motor error alarms. The pump was received with a cracked reservoir tube lip, minor scratches on the display window, cracked battery tube threads and a cracked case at the reservoir tube window corner.